Manufacturer narrative:
The technician found contamination on the valve. The technician replaced the head up valve to repair the bed.

Event description:
Info received indicates the head up function is not working.